Event description:
It was reported that a smiths medical pump alarm went off at about 9am on friday and she turned it off not knowing exactly what to do. Per our nurse, the pump only dispensed half of the bag before it alarmed. No adverse patient effects were reported.